Event description:
Information was received that the enclosure of the device appears to have been damaged. The patient was not using the device at the time of the reported incident. There was no reported patient harm. Attempts to have the device returned for evaluation have been unsuccessful. The alleged failure has not been confirmed.